Manufacturer narrative:
D6: the date (B)(6) 2018 is an approximate date of implant (specific month and year known only). H6 correction: the previously applied imf annex g code g04105 was replaced with g04090. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of implant (specific month and year known only). The patient¿s age and weight at the time of the event was unknown. As per the logs, the following had occurred: (B)(6) 2020 04:09 ¿ critical alarm regarding pump motor stall, (B)(6) 2020 07:10 - motor stall recovery, (B)(6) 2021 10:38 ¿ critical alarm regarding pump motor stall, (B)(6) 2021 10:57 ¿ motor stall recovery, (B)(6) 2021 16:04 ¿ critical alarm regarding pump motor stall, and 2021-aug-29 16:39 ¿ motor stall recovery. No further actions were taken to resolve the intermittent motor stalls, but to keep an eye on the patient. The cause of the intermittent motor stalls was not determined. Regarding if the issue resolved, it was noted that the pump had started again. The pump would not be returned as it remains in service for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000 mcg at a dose rate of 116 via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 a pump alarm came up with a motor stall and the pump started again. It was further reported that the logs showed 2 other dates where a motor stall and motor and pump having started. The dates of the two motor stalls were not specified (event date unknown). Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. It was unknown if the issue was resolved as of 2021-aug-31. The patient was without injury regarding their status as of (B)(6) 2021. No surgical intervention occurred, and no surgical intervention was planned. The patient's medical history included cerebral palsy (child).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2022-sep-12. It was reported that the patient experienced 2 more motor stalls in 2022 but had no symptoms after the motor stalls. As per the logs, the following had occurred: 2022-may-28 1:20 - critical alarm regarding pump motor stall, 2022-may-28 1:30 - motor stall recovery 2022-jul-02 21:46 - critical alarm regarding pump motor stall, 2022-jul-02 22:02 - motor stall recovery.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2022-oct-10. It was reported that the pump remains implanted in the patient for now and there are no plans for a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.